Manufacturer narrative:
Visual inspection: bloody deposits on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating outside acceptable tolerances. Results: it should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. First we performed a visual inspection of the progav 2.0 shunt system. Bloody deposits to the outer housing of the progav 2.0 shunt system were observed through the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. The opening pressure of the progav 2.0 and the shunt assistant were significantly lower than expected, indicating a tendency towards over-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the inability of the valve to hold a set pressure, it was not possible to measure the brake force. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that shunt system was operating in an over-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The reporter suspected overdrainage and non-adjustability. Patient information: age: (B)(6) years and (B)(6) month. Weight: (B)(6) kg. Height: 108 cm. Gender: unknown. Implantation unknown. Explantation date - (B)(6) 2020. Additional information was not provided.